Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the distal edge with one strut slightly raised and at the proximal edge with struts distorted, bunched and lifted distally from the stent profile. This type of damage is consistent with the stent encountering resistance during both advancement and withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12apr2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mm in length, de novo target lesion was located in the non-tortuous, moderately calcified, 2.25mm in diameter obtuse marginal artery. A 2.25x24mm promus element&#10244;rug-eluting stent was advanced but failed to cross the lesion. The physician used multiple balloons and wires to deliver the stent but failed to cross the lesion. After a non-bsc guiding catheter was changed to a mach guiding catheter, serial dilations were performed using a maverick and non-bsc balloon catheters in attempt to deliver the stent but still failed to cross the lesion. The device was removed and the procedure was completed using a 2.25x23 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.